Event description:
The event is reported as: add'l info was received 10/05/2010. Clip slipped off post operatively on two occasions in a 12 hour time period. The pt was returned to the operating room because of the bleeding. It is reported that the pt has subsequently demonstrated symptoms of cognitive dysfunction. Medium and small hemoclips were used for the procedure. Another MDR report will be sent for the small hemoclips.

Manufacturer narrative:
Outcomes attributed to adverse event. Other serious - the pt was returned to the operating room because of bleeding. It is reported that the pt has had a poor neurological outcome. The sample device has not been received at time of this report, therefore, the investigation is incomplete. A f/u investigation report will be sent when completed.